Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found low number of similar cases where spreader bar came loose from the lifting arm. We haven't been able to establish that there is a complaint trend concerning above reportable events. Please note that arjohuntleigh manufactured about (B)(4) maxi move lifts to date which are meant to be used multiple times a day in the market. The device was inspected by an arjohuntleigh rep at the customer site and found to be out of the specification. Incident described in (B)(4) concerns situation where failure was found before use. No pt was involved and device was put out of svc. However, this complaint was considered to be reportable. It is likely that if device was used with patients, this failure could cause serious injury. Device examination performed by the svc tech showed that t-bar was slightly twisted and this cold allow the spreader bar to fall off. Device failed to meet its specification. No info about spreader bar condition was provided, therefore, it can't be stated if locking clip was working correctly. On (B)(4) 2014, add'l info was provided by svc tech regarding this complaint: "the spreader bar had slid off; there was no pt involved; the bushing had been replaced at some time before I arrived at the facility, one looking undamaged, the other had been chipped inside the t-bar hole. What I noticed is the t-bar had been twisted slightly which would not allow the hanger bar to be locked in as it should have been." The most possible cause why spreader bar detached is poor condition of the device, it is very likely that t-bar got damaged by abusive use. User was not following device instruction for use. The device was not used with a pt and did not cause or contribute to an adverse event. The device was found to be out of specification. From the above, we conclude that this failure was caused by user error. It is very likely that lifting arm hit have object or was handled with abuse. Review of svc history did not show any anomalies. The received info and our eval as described above are showing that if maxi move's warnings were followed in accordance to instruction for use, there would have been no pt or caregiver at risk. (B)(4).

Event description:
Initially it was reported by arjohuntleigh rep that "maximove ii hanger bar falls off the lift." On (B)(4) 2014, add'l info was provided by svc tech regarding this complaint: "the spreader bar had slid off; there was no pt involved; the bushing had been replaced at some time before I arrived at the facility, one looking undamaged, the other had been chipped inside the t-bar hole. What I noticed is the t-bar had been twisted slightly which would not allow the hanger bar to be locked in as it should have been." From received info, no pt was involved. No injury occurred.